Event description:
The facility reported a colleague infusion pump with a display failure. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a display failure was confirmed by baxter personnel in the pump?s event history. The evaluation is in the process of being completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a display failure was confirmed and reproduced during product evaluation. The root cause was assigned to a faulty main display. The main display was replaced in order to correct this condition.